Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 490 mg/dl. Customer treated with a syringe. Customer's blood glucose was elevated. Customer stated that the alarm occurred previously and it occurred during basal. Customer stated that the no delivery alarm is recurring. Customer stated that issue has not been resolved. Troubleshooting was performed and the customer stated that she cannot push the insulin through the tubing. Customer was explained that the alarm was caused by a set or reservoir connection. Customer was advised to replace the infusion set and reservoir.